Event description:
Regulatory agency reported implant rupture discovered by ultrasound, fold and deformity and capsular contracture - baker grade ii. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Continued h6 (health effect - impact code): f15 - recognized device or procedural complication. Continued e1 (email address): (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.